Event description:
The pt was treated with balloon kyphoplasty for three vertebral compression fractures of t12, l3 and l4 without any apparent difficulty. Small extravasations of bone cement into the disc space of t12 and l4 were noted. The pt arrested and died and 30-40 minutes after the procedure. Gross autopsy showed evidence of coronary artery disease and renal disease, but the preliminary report was inconclusive with no gross evidence of significant trauma at the site of the procedure or of pulmonary embolism.